Manufacturer narrative:
The insulin pump was received with critical pump error alarm pump error 54 alarm is found in the formatted history file due to hardware errors. No unexpected pump error 54, pump error 4, or pump error 53 alarms during testing however, the formatted history file confirmed pump error 54 alarms, pump error 4, and multiple pump error 53 alarms. We were unable to determine the root cause. Unable to perform the self- test, displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement, prime and seating test or verify failed battery test/failed battery alarms due to critical pump error alarm. The power management tool shows that the backup battery loaded voltage and unloaded voltage are within specification range. The insulin pump was received with scratched case, keypad overlay stained, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery failed alarm and several error alarms. Blood glucose level at the time of the incident was 112 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.